Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage occurred from the cassette and priming test failure occurred during set up for vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the event. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile of the infusion chamber. Plastic material of the infusion chamber was remained on the pinch plate. Weld line and stress marks around the pinch plate was the evident that the infusion chamber was properly welded on the pinch plate. The damage on the infusion chamber potentially caused by shipping/handling, not welding issue. The root cause of the customer's complaint is most likely related to shipping/handling of the product. Other possible root cause could be related to customer handling of the sample. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).